Manufacturer narrative:
The hospital's biomed cleaned the air trap sensor with compressed air and the thermogard console (sn (B)(4)) no longer displayed mid:09 (air trap assembly) error. The console is functioning as intended. Therefore, no further action required by zoll.

Event description:
At an unspecified time during ivtm therapy, the thermogard console sn ((B)(4)) displayed a mid:09 (air trap assembly) error message. Following this, the console was replaced and continued with ivtm therapy. No consequences or impact to patient.